Event description:
A malfunction alarm related to a tandem mobi cartridge was reported, specifically occurring during the cartridge loading process. Cts confirmed the presence of cartridge alarm 30 and noted that similar alarms had been reported with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by arranging for a replacement pump to be sent to the customer. Meanwhile, the customer planned to use a backup insulin pump to maintain insulin delivery. Cts also provided instructions on returning the faulty pump, programming settings into the new pump, and connecting the cgm to the replacement pump, all of which the customer understood and acknowledged.